Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information.

Event description:
The blower alarmed with tf : 431002 . Please approve wattanty rga for this blower invoice # : 086540 28.4.17 .